Event description:
Customer claims discrepant results of >7.5 on one inratio meter compared to result of 1.6 on another inratio meter. The result of >7.5 was also observed on a retest using the original meter. Original testing giving a >7.5 result was performed one day and conflicting result of 1.6 was performed the following day. Same patients tested fine on the questioned meter a few days later.

Manufacturer narrative:
Customer claims discrepant results of >7.5 with one inratio meter and 1.6 with another inratio meter. These values were not evaluated for precision because the tests were performed on different days. Per technical service, the >7.5 result was obtained on a friday and the 1.6 result was obtained on the next day. If the time elapsed exceeds 3 hours the manufacturer believes there is a high possibility that the discrepancies are due to changes in the status of the patient. Products associated to the complaint were not returned. As of (B)(6)2009, 6 discrepant results complaints were reported for lot # 080681 yielding a complaint rate of 0.001%. Due to this low occurence rate, below the action thresholds monitored by qa for corrective action (0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action required as no product deficiency was established.